Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via email that an ar-3770sp hybrid knee fibertak anchor failed during insertion. A pilot hole was initially created using the ar-3710, and an attempt was made to insert the anchor; however, the insertion was unsuccessful. A second anchor of the same model was opened, and a new pilot hole was created in a different location following the same procedure, but the same failure occurred. The procedure was completed using alternative products with different part numbers, specifically the ar-3641sp self-punching knotless 2.6 fibertak. No significant surgical delay was reported. Nothing remained in the patient, and no additional anesthesia was administered. This was discovered during a lateral epicondyle of the femur in a procedure for lateral extra-articular tendon fixation of the knee joint procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.